Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is one of two manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03523. (MDR# 2021-09182-01). The edwards commander delivery system was not returned for evaluation and therefore a visual, functional and dimensional testing was not performed. A device history record of work orders were reviewed that were related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of was performed and revealed no other complaints relating to the complaint codes. As the valve was able to be moved onto the inflation balloon, prior complaints related to fine adjust difficulty (recoil, does not engage, unable to rotate) were excluded from review. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was provided for review. The instructions for use (IFU) for the commander delivery system for the sapien 3, device preparation and training manuals were reviewed. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported event. As the complaint for "navigate and position catheter to target location valve alignment difficulty or inability - fine adjust" and "general risks - failure - delivery system leakage" was unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risks of experiencing difficulty and/or inability of inflating the balloon intra-procedurally, the difficulty or inability to conduct valve alignment, and the associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on proper system preparation and inflation/deflation techniques and how to conduct valve alignment. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon intra-procedurally or inability to conduct valve alignment. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. There were no edwards defects identified, and no corrective/preventative actions (CAPA) are required. As reported, "valve alignment was performed at mildly tortuous area. There was resistance to rotate the fine adjustment wheel than usual during valve alignment, but the alignment could be performed. The balloon was not inflated at all when the valve was deployed. The balloon rupture was suspected, and the delivery system was removed. The tear was observed between the balloon and distal triple marker." Without applicable imagery or the returned device, the exact location of the leakage could not be confirmed. However, it is possible the inflation balloon to crimp balloon bond separated due to high valve alignment forces. High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Severe tortuosity in the descending aorta was noted in the cer. Performing valve alignment in a non-straight section of the vessel can cause valve diving (thv become unseated from the flex tip). If the thv is unseated during alignment, the valve can become non-coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." Available information suggests patient (tortuosity) and procedural factors (valve alignment in a non-straight section of the anatomy /high alignment forces) may have contributed to the reported event. However, due to lack of imagery and returned device, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transaortic valve replacement of a 26mm sapien 3 valve, a balloon aortic valvuloplasty was performed. The balloon did not deflate; the delivery system was removed, and a tear was observed between the balloon and the distal triple marker. A new 26mm kit was opened, and the procedure was completed with no injury to the patient. The medical expert stated that the cause of the balloon rupture was due to valve alignment at a mildly tortuous area. The device was discarded at the hospital and was not returned for evaluation.